Event description:
Customer reported that the insulin pump had turned on and off without input. The blood glucose reading was 32 mg/dl. Customer treated with food. Customer removed the battery for ten minutes and checked the battery cap and spring for damage and corrosion. Customer reinstalled the battery but this did not resolve the issue. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.